Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a software error. Analysis of the device memory indicated that the atrial and ventricular rate histogram data were missing/invalid. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) exhibited a power on reset (por). A ride-through por was noted and the device went to vvi65 pacing configuration. It was recommended to reprogram the device and continue to monitor the patient. The crt-p remains in use. No patient complications have been reported as a result of this event.